Event description:
I have used an insulin pump provided by animas corp. Since 2008. Recently I became sick with an unrelated infection. After the infection was cured, two days later, I was hospitalized with a diagnosis of diabetic ketoacidosis. Doctors found I was free of infection and suggested my pump may have malfunctioned. I called animas to have them check my pump. We found the pump randomly stopped giving my programmed amount of insulin. No alarms ever sounded. When I researched the pump on my own, I found it contains 270 basal level history. I found all through (B)(6), randomly I did not receive insulin for sometimes a period of 2 hours to 26 hours. This clearly caused me to be hospitalized. I was told a while back that the pump had a programmed check system to monitor actions and if anything went wrong it would alarm. Again no alarms ever sounded. Animas admitted to me the pump malfunctioned and it should be replaced.